Event description:
It was reported that the customer was admitted in the emergency room due to high blood glucose of 417mg/dl, and she was treated with manual injections. It was stated that the customer experienced vomiting, large ketones, dehydration, and she was tired. Troubleshooting was performed. The time, date, and settings were correct. Assisted the mother to run a manual prime test and the insulin did exit. Performed a high pressure test and passed. Advised the caller to change the entire infusion set and reservoir. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.